Manufacturer narrative:
The reported events were dislodgement, low lead impedance, failure to capture, and r-wave amplitude variation. As received, a complete lead was returned for analysis. Visual and x-ray examination of the lead found the inner coil was over torqued at the connector pin region, the helix was retracted and covered with blood / tissue. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured within product specification. The reported events of low lead impedance, failure to capture, and r-wave amplitude were not confirmed. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. The damage found is consistent with procedural damage.

Event description:
It was reported that during a remote follow up, inadequate capture and noise resulting in oversensing was noted on the right ventricular (rv) lead. The device was reprogrammed, however, at the following in clinic follow up loss of capture and noise resulting in oversensing was noted on the rv lead. Diagnostic imaging was performed and dislodgement of the rv lead was observed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.